Event description:
It was reported that during central processing, the monopolar cautery instrument had a kink in the distal tip before the articulating section. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.